Event description:
It was reported that the bd luer-lok¿ 10 ml syringe stopper was deformed. The following information was provided by the initial reporter: stopper melted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary it was reported the stopper was melted. To aid in the investigation, one loose syringe and one photo of a 10ml syringe was received for evaluation by our quality team. The sample stopper shows signs that it was in a distorted stopper position for an extended period. The photo shows a distorted stopper condition same as the loose syringe. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 300912, lot 2077685. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2077685 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10

Event description:
It was reported that the bd luer-lok¿ 10 ml syringe stopper was deformed. The following information was provided by the initial reporter: stopper melted.